Event description:
Patient had thoracic fusion on (B)(6) 2010, post-op patient still c/o of pain. Told there was a non-union of the fusion on lumbar 5, sacral 1 and a broken rod was noted at l5 s1. Exploration of fusion and lumbar inter body fusion on l5 s1, revision of left sacral 1 screw, removal of bilateral lumbar 4 screws, extension of fusion lumbar 4 to ilium, pelvic fixation and iliac crest bone graft performed on (B)(6) 2011.